Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call of experiencing excessive air bubbles, even with different infusion set. Customer's blood glucose was 336 mg/dl. Customer was advised to change infusion set, reservoir and insulin and was asked to check blood glucose again. Customer's blood glucose was 37 mg/dl. Customer was advised to contact healthcare professional if blood glucose does not stabilize.